Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, two phacoemulsification handpieces became hot. This is second of two reports for this facility.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The phaco handpiece was received and a visual assessment of the returned sample found no nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the phaco handpiece to meet product specifications. The returned sample was connected to a calibrated cataract system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the phaco handpiece was measured and was found to be within specifications. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The temperature of the phaco handpiece was measured and was found to be within specifications. The manufacturer internal reference number is: (B)(4).